Event description:
The customer observed false nonreactive architect anti-hbc ii results for one patient sample with unknown history of hepatitis b. The customer repeated the sample on a different analyzer and the results were reactive. The following data was provided: initial result = 0.4 s/co (nonreactive), repeat result (recentrifuged) = 0.4 s/co (nonreactive) different analyzer (alinity) initial result = 2.3 s/co (reactive), repeat result (recentrifuged) = 1.1 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 has a similar product distributed in the us, list number 6l22.

Manufacturer narrative:
The complaint investigation for false non-reactive architect anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 33140be00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, indicating that the lot generates the expected results. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. These data indicated that the sensitivity performance of the complaint lot is not adversely affected. Based on this investigation, no systemic issue or deficiency with the architect anti-hbc ii reagent, lot number 33140be00 was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.